Event description:
Three falsely elevated troponin I results were obtained on 3 patient samples. The results were not reported to the physician. The samples were retested and negative results were obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin results was a misaligned wash probe.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a misaligned wash probe. The instrument is performing within specifications.